Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra test strips were sticking. This complaint is being classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The "sticking test strip" issue began the previous month, at 9am. It is not clear if the patient was able to obtain her blood glucose after that day. On five days prior to original date, the patient reportedly developed symptoms described as "incoherent." As a result of the reported issue, the patient took more food/drink. That evening, the patient reportedly obtained a blood glucose reading of "56 mg/dl" on the ER/hospital meter, the patient's healthcare provider treated the patient with IV glucose at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment in the hospital, the duration of her hospital stay, and her blood glucose readings during her hospital stay. This complaint is being reported because the patient claimed she had symptoms that were suggestive of hypoglycemia and received medical intervention accordingly after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.